Event description:
A review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the fall-off and te recognition test. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the belt failed the fall-off and te recognition test. The cause of the test failures was an open black pulse wire inside the trunk cable. The root cause of the open wire was unable to be positively determined, but was likely due to excessive force on the trunk cable. No adverse event resulted from the open pulse wire. The last pt to use this electrode belt did not report any problems.